Manufacturer narrative:
The device was received by depuy synthes power tools. During service the device failed the temperature test. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service the temperature was above specification. The device was not being used during surgery. No injury or medical intervention occurred. There was no additional information provided.